Manufacturer narrative:
Outcomes attributed to adverse event: there was a fragment left in the patient and it is planned to remove the fragment in the reoperation. This part is not approved for use in the united states; however a like device catalog #1475001080, 510k # k091974, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the rod fracture on both sides in the lower mrc. Patient developed backpain as a result of this event. There was a fragment left in the patient and it is planned to remove the fragment in the reoperation. Pre-operative diagnosis for this procedure is-patient who has undergone surgery 5 times in the past. Extended with mrc.